Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, while advancing the 5max ace through a neuron max 6f 088 long sheath (neuron max) for the first pass, the physician experienced resistance and decided to remove the 5max ace. Upon removal, the physician noticed that the tip of the 5max ace was fractured but still attached to the catheter. Therefore, the 5max ace was not used for the remainder of the procedure and a new 5max ace was opened to complete the procedure along with the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was fractured approximately 119.0 cm from the hub. Further evaluation revealed a slight separation in the strain relief approximately 2.0 cm from the hub. Conclusions: evaluation of the 5max ace confirmed the distal tip of the catheter was fractured. Forcefully advancing the 5max ace against resistance likely caused the distal shaft of the 5max ace to become damaged. Upon subsequently withdrawing the 5max ace, the catheter shaft likely became fractured. Further evaluation revealed the strain relief was slightly separated. This damage to the strain relief likely occurred due to forceful manipulation of the 5max ace at extreme angles. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.